Event description:
Proxy biomedical was notified (B)(6) 2012 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(4) 2012 regarding a polyform product from a patient¿s legal representative. The complaint states that ¿as a result of the implant she [the patient] suffered pain due to eroded mesh and add¿l medical treatment.¿ the date of implantation of the mesh was (B)(6) 2007. The patient is identified as (B)(6); the hospital where the implantation procedure took place is (B)(6). The physician¿s name is dr (B)(6). The polyform product was a 10 cm x 15 cm mesh (part no. (B)(4)); the lot number is c000128. No other info regarding the product or the patient is available at this time.

Manufacturer narrative:
Device was not returned for eval. Conclusion ¿ inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injury such as mesh erosion documented risks associated with the polyform device ¿ reference design fmea and polyform product insert (instructions for use).